Manufacturer narrative:
Add'l info has been requested. The device will be returned and an investigation will be conducted. Any info obtained during the investigation will be submitted as a supplemental report.

Event description:
On (B) (6) 2008, the primary surgery (plif) was performed for degenerative scoliosis on l3/l4/l5 and oic's were placed to l3-l4 and l4-l5 two units each place. The pt was wearing a hard corset for 2 months post surgery. The pt complained of pain in early (B) (6) 2008, and visited the hospital, however, it was not found a problem at this time. The x-ray and CT image taken 3 days before ((B) (6) 2009) the revision surgery ((B) (6) 2009), it was found the screw fractured. The surgeon checked the x-rays and CT image on (B) (6), then the screw was actually already fractured at that point.